Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Chuck had a pcu8015 sn (B)(4). The unit would not turn on, ac light was on when power cord was plugged in. Chuck replaced front case/keypad but the problem still exist. Failure device type: failure problem type: failure mode: case resolution: I recommended chuck to swap out a battery first. If it was not battery issue, it could be an issue with the logic board. Chuck will use customer portal to get rga number and send unit in for flat fee repair.